Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 10, 3331, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 3259 - improper physical structure investigation conclusions: 4307 - cause traced to component failure the affected sample was inspected upon receipt to confirm links were stuck together. Significant wearing of the etching was observed. Mild corrosion was observed in the area of the lock plates. The links on the affected sample were compared to links from other complaint samples and a stock hercules arm. No obvious indication was observed to indicate why the links were stuck together. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 15, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received indicates that the product was not changed out, it was used as is and there was no delay at beginning or continuing the procedure.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that the arm links were stuck. It is unknown whether there was a delay in the procedure, and whether the product was changed out. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.